Manufacturer narrative:
Block b3: the exact date of the event was not reported. The retrospective study date of october 1, 2017, is used for the estimated date of event between october 2017 and october 2022. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, were unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: hyuk lee et al. "Predictive factors for early mortality after eus-guided gastroenterostomy in malignant gastric outlet obstruction" on behalf of endosc int open 2025; 13: a24749802., https://doi.org/10.1055/a-2474-9802 block h6: imdrf impact code f02 captures the reportable event of 7 mortalities within 30 days.

Event description:
Boston scientific became aware of events involving axios stents and electrocautery enhanced delivery systems through the article "predictive factors for early mortality after eus-guided gastroenterostomy in malignant gastric outlet obstruction" by hyuk lee et al per the article, between october 2017 and october 2022, a study of patients suffering from malignant gastric outlet obstruction (mgoo) who undergone endoscopic ultrasound-guided gastroenterostomy (eus-ge) with axios stents was made. According to the study, seven patients died within thirty days and clinical deterioration due to direct or indirect effects of the procedure cannot be excluded.